Event description:
The customer reported via phone call that they had to visit emergency room because of over delivery three years ago. Customer reported that insulin pump screen went blank and shut down unexpectedly. Due to insulin pump being off for a little bit customer had a high blood glucose. Customer blood glucose was above 500 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.